Manufacturer narrative:
(B)(4). The report source is also foreign. The lot was manufactured from 10/26/2013 to 10/28/2013. Evaluation summary: the leak occurred due to the broken tubing; however, the cause of the broken tubing was unable to be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate leaked. The reporter stated that almost all of the fluid had leaked out of the device and was contained within the over-pouch. The intermate had been pre-filled with 90 mg pamidronate in 250 ml sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The sample was received for evaluation with fluid inside the overpouch. Visual inspection identified broken tubing at the junction of the luer post. Initial evaluation confirmed the reported condition. A batch review will be performed. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.